Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event information has been requested but no information has been received to date. Based on information provided, no patient harm occurred. Should additional information become available, a follow-up report will be submitted. Based on information provided, no patient harm occurred. (B)(4). Note: this issue occurred in two (2) cases. A separate 3500a form has been completed for the other case.

Event description:
It was reported the device "had a seam separate in catheter above the black line as they were instilling one liter of lactulose enemas. Contents leaked through seam split." The device was in place to manage large volume of liquid stool in an incontinent patient with liver and renal disease. It was further reported approximately 45ml was inserted into the first devices retention balloon and that the device had been in place for six (6) hours when the issue occurred. The device was discontinued.

Manufacturer narrative:
No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).